Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on an unknown date. Patient's legal counsel further reports unknown patient allegations. However, no revision procedure has been reported to date. This report is based on allegations set forth in plaintiff&#62688;complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on an unknown date. Patient's legal counsel further reports unknown patient allegations. However, no revision procedure has been reported to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received reported left hip revision procedure approximately two years post-implantation due to leg length discrepancy and limited range of motion.